Manufacturer narrative:
Log analysis suggests that problem can be the flow meter or a mechanical problem with flow. No additional action will be taken at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user was having issues with calibrating the oxygen (o2) percentage on the electronic pt gas sys (epgs). This issue has been ongoing for the last couple of weeks. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: the epgs failed calibration prior to use. According to the complaint records, this has been an ongoing issue over the last couple of weeks. They have been performing multiple calibration attempts until the unit successfully calibrated and they would continue to use. The perfusionist (ccp) stated that the device was taking a couple of times to pass calibration in consecutive days, so it was taken out of svc. Their user facility's biomedical engineering (biomed) replaced the o2 sensor but a calibration verification was not performed for a period of time (possibly a few weeks. The epgs was rotated into use due to another device failing calibration. It was noted at this time to fail its calibration and immediately removed to replace o2 sensor. After repeated o2 sensor replacement, the epgs would give the "svc gas sys failure" message. There was no significant clinical delay and no direct clinical pt involvement. The case continued on its normal time sequence and the affected unit was removed prior to any direct pt involvement. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per the user facility's biomedical engineer (biomed), when the gas sensor calibration was attempted, it immediately yielded a "svc gas sys" message. This was with gas sensor lot number 11610-116 installed into base serial number (B)(4). The biomed then installed a new gas sensor. He attempted calibration with the new gas sensor. He attempted calibration with the new sensor and had the same result. The original gas sensor was re-installed before returning to the MFR. Per the field svc rep (fsr): he changed out the epgs on (B)(6) 2015. The fsr downloaded the software data logs and sent to the MFR for further eval. The fsr did not test the epgs since there was no air/o2 available. He installed the replacement epgs, tested electrical safety and moved the system-1 to operating room. The fsr connected air and o2 and verified that proper calibration and operation of the newly installed gas sys. The unit operated to MFR spec and was returned to clinical use. The suspect device was returned to the MFR for further eval. The reported complaint was confirmed. During laboratory eval, the epgs failed calibration and a "svc gas sys" message appeared on the central control monitor (ccm). The flow motor was not rotating and no air flow was present during calibration. With o2 at 100% and flow at 5 liters per minute (1/min) and the measurement of the direct current (d/c) output voltage from the o2 sensor was 1.58 volts, within the spec of 0.55-2.758 volts. The prod surveillance technician (pst) replaced the software module temporarily but the flow motor still did not rotate during calibration. The pst measured voltage to the motor and the voltage was present. He checked the connection from the motor to the application board and there appeared to be a good connection. The unit was sent to svc to be reconditioned.